Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle clog was found before use with a pen needle 32g x 4mm 14 pack. The following information was provided by the initial reporter, "it's noticed that needle clog during priming, no re-use of pen needles."

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Clog test was conducted on 14pcs retention samples and all no needle clog found. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see section h.10

Event description:
It was reported that a needle clog was found before use with a pen needle 32gx4mm 14 pack. The following information was provided by the initial reporter, "it's noticed that needle clog during priming, no re-use of pen needles."